Event description:
It was reported that the remote transmission showed non-sustained lead noise due to post-paced t-wave oversensing. The patient was asymptomatic. Programming changes were made, and no further alerts were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.